Manufacturer narrative:
B4: 11aug2021. The customer confirmed the reported failure. The customer replaced the front bezel to resolve the issue. The unit was tested, and it was returned to service.

Event description:
He customer reported need navigation ring needs replacement. The device was not in clinical use. There was no patient harm or user reported.